Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) reported that they usually solved their own problems, however they had been working with the equipment since monday and their "medtronic" was still working but the paddle said to reset the paddle to charge. Patient services (pss) understood that the controller was working and that they were having trouble recharging the ins. Pt mentioned that gary was agreat guy; pt noted that gary was a retired mdt rep, so pss understood that a rep was not notified of the reported issue. Pt stated that they were trying to charge but they guessed that the paddle must have worn out or something as it wouldn't connect with their side. Pt stated that it still charged and was at 50% or 40% but the battery said to recharge; pss understood the controller was charged to 50% or 40% and that the ins was low and needed to be recharged. Pt stated that they would move it around and it would say to reposition the paddle. Pt stated that they about wore out the paddle moving the paddle around over their back. Pt stated that they depended on the ins at night when their legs were cramping or when their back was hurting. Pss had trouble understanding the pt clearly; pss understood that the pt said that "that's the last thing to replace" when they were searching for their equipment during the call. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller and no device found displayed. Pss had the pt attempt to recharge the ins; pt stated that they had done this about a million times. Pt stated that it was circling around and around on checking the recharger. The controller would not advance to another screen, so pss had the pt unplug the recharger from the controller, clean the recharger connector pins, clear the controller port of any possible debris and then attempt to recharge the ins again. Pt stated that they didn't think they had done this since they've had the device. Pt stated that it was hard to place the recharger over the ins site. Pt mentioned that they would move the paddle around and that the controller would say good, fair, good and then excellent, but most of the time it was on excellent. Pt stated that no device found displayed, so pss reviewed passive recharge mode with the pt and had the pt select recharge. On the trying to recharge screen, the three numbers displayed as 48 49 50, so pss had the pt reposition the recharger over the ins site; the three numbers then went to 93 94 95; pt then stated it went to 100. Pt stated that it was hard to hold the recharger over the ins. Pt confirmed seeing the controller light flashing green. Pss reviewed best recharging practices with the pt. Pt stated that the recharger was dead; pss understood that they were referring to the ins being depleted. Pss advised the pt to continue in passive recharge mode. Pt disconnected the call, so pss was unable to collect further information from the pt.